Event description:
(B)(6)2024: information was received from a patient via manufacturer representative (rep) who was implanted with an implantable neu rostimulator (ins). It was reported there were impedances. Patient reported they are not feeling stimulation in their back. Patient stated they are getting settings not available when they try to adjust their stimulation. The patient was redirected to their healthcare provider to further address the issue. Pt called back and repeated information from this case noting they were confused on how to resolve the "settings not available" message. Agent reviewed role of rep and provided the pt with the  national answering service (nas) number for their healthcare provider (hcp) office. Agent re-directed pt to their hcp. Patient reported being unable to turn up intensities on one program. The impedances were found at that time. Programmed around the impedances and patient is no longer getting the settings unavailable message. Unknown what is the cause. (B)(6)2024: additional information was received from a manufacturer representative (rep). The rep reported that they discovered the impedances after the patient reported seeing settings not available. It is unknown what caused the issue. Rep programmed around the impedances, and patient is no longer getting that message, and is able to get stimulation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the consumer reported that they met with their doctor last month and it was determined that one of their leads had come dislodged, due to a fall. Patient mentioned they only have 7 wires connected to implant instead of 8. Patient reported they were reprogrammed and now their therapy worked.

Manufacturer narrative:
Concomitant medical products: product ID 977a260 lot# serial# (B)(6)implanted: (B)(6)2022 product type lead product ID 977a260 lot# serial# (B)(6)implanted: 2022-02-15 product type lead product ID 977a260 lot# serial# (B)(6)implanted: 2022-02-15 (B)(6) product type lead product ID 977a260 lot# serial# (B)(6)implanted:(B)(6) 2022 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.3004209178-2024-09374-1 . Medtronic will submit a supplemental report if additional relevant information becomes known.